Manufacturer narrative:
Reported complaint of "the platform displayed user advisory 7 (discrepancy between load 1 and load 2 too large)" was confirmed. Load cell was found to be at fault, it was replaced. Additionally the battery lock was bent, it was replaced. Review of the archive file showed user advisory 7 (discrepancy between load 1 and load 2 too large). No other issues were noted in the archive file. Platform passed the final test.

Event description:
It was reported that during training, the platform displayed user advisory 7 (discrepancy between load 1 and load 2 too large). User replaced the lifeband, but that did not remedy the problem. There was no pt involvement reported.